Event description:
The universal extraction set was used by doctor and when the kitroom checked the set on return they found that a piece of the screwdriver was broken off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.